Manufacturer narrative:
The cause of the reported event could not be determined. The unit will be scrapped instead of repaired because the version of this unit is at end of service life.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture was unavailable at time of MDR filing. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during patient use, mechanical ventilation stopped, the alarm was generated and screen disappeared. There was no reported patient injury.